Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. A field service engineer found no issues through remote support services, confirmed with the customer that the station was working fine and performed a reboot. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not functioning and users were unable to use the station. The customer stated that they could not dispense any medications and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.